Event description:
It was reported that balloon rupture occurred. A 3.00 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. However, upon third inflation at nominal pressure for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a longitudinal tear 8mm long starting from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, upon third inflation at nominal pressure for 20 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.